Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 465 mg/dl at the time of the incident. The insulin pump had random or unexplained no delivery alerts even after changing infusion sets. The insulin pump will not be returned for analysis.